Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available should additional information become available this report will be updated. This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that during a clinic visit, this implantable cardioverter defibrillator (ICD) was found to have recorded a code 1005 which indicates an open circuit condition was detected during shock delivery. The health care professional (hcp) called technical services (ts) for a consult review of the stored electrogram (egm). Upon review, the egm showed that patient was in a true ventricular tachycardia (vt) arrhythmia. The device delivered a shock which slowed the rhythm rate to fall below rate cutoffs and patient rhythm self-terminated. During the delivery of the shock high out of range shock impedances were detected on the right ventricular (rv) lead which led to the code 1005 to be recorded. Ts recommended a replacement of the lead system. At this time, no additional patient effects were reported. At this time, the ICD and rv lead remain in service.